Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 4 of 4 for (B)(4).

Manufacturer narrative:
This report is for unknown 80079 - operace screwdriver t25/unknown lot number. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4) the complainant indicated that the device broke intraoperative and a fragment is retained in the patient. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If formation is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the patient had a surgery in segment l5/s1 on (B)(6) 2016 with matrix 5.5. Because of her obesity and therefore poor fluoroscopy there had to be a revision surgery on (B)(6) 2016. For locking cap removal the surgeon used the technique as in the technique guide described (torque limiting handle, screwdriver shaft 03.632.401 and counter torque 03.632.049). In position l5 left the locking cap did not loosen even after turning the t-handle more than ten times clock- and counterclockwise. Therefore the surgeon decided to use the operace set. The operace set has no torque limiter, so the tip of the screwdriver broke and remained in the locking cap. So they had to leave the left side as it had been implanted. The tip of the operace screwdriver remained in the patient. When the surgeon tried to loosen the locking cap in l5 right he again used the original surgery technique. Although he used the torque limiting handle the tip of the screwdriver 03.632.401 broke, but could be removed. Besides that he then could remove the two screws on the right side and place new ones correctly. The patient is fine and does not complain about pain. Surgeon is satisfied with the outcome of this revision. The surgery was prolonged. This complaint involves 1 parts. This report is 3 of 3 for (B)(4).